Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/28/2024, it was reported by a sales representative via email that (2) ar-8934bck knotless suturetak sutures pulled out of the anchors and frayed. The surgeon could no longer shuttle or tension the anchor. The surgeon drilled out the anchors and used to new ones to complete the case. This was discovered during a deltoid repair procedure on (B)(6) 2024. Additional information provided 3/5/24: the 3.0mm suturetak disposable kit was used to prepare the bone socket. The patient had good bone quality. The case was slightly delayed but by no more than 5 minutes. Additional anesthesia was not administered. The patient did not suffer any negative effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.